Event description:
Information was received regarding from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient experienced poor coupling when attempting to recharge. The patient was able to communicate with the programmer. The antenna locate feature was used, and the ins successfully located, but coupling did not improve. It was alleged the antenna was damaged. Patient was issued a new antenna, but the issue was not resolved. The patient tried a variety of positions but could only get 2/8 coupling. The patient stated the ins seemed to be close to the surface and "seems flat maybe a little tilted." Patient was sent a box of adhesive discs and told to call back if the issue was not resolved. No symptoms were reported. Patient was implanted for spinal pain. Additional information received from the manufacture representative on 2017-02-17 stated that the consideration of x-ray will be discussed with the patient to determine if the ins is flipped. The coupling was checked and had zero bars. Additional information was received from the patient on (B)(6) 2017. It was reported that the patient was having trouble charging their ins. The patient stated they met with a manufacturer representative (rep) who told them to talk to a healthcare professional (hcp). The patient stated they can feel at the implant site that the implant is loose and they can turn it with their hand. The patient stated sometimes it turns and really hurts. The patient stated they get all the coupling boxes filled and then it would drop to 2 and then nothing. The patient mentioned the battery never died. The patient stated they had to get the ok from their heart doctor due to unrelated heart issues to get the ins issue fixed. The patient stated they were taken off of morphine and now their back was hurting and they had to bend over when walking. The patient mentioned taking tylenol now. The patient stated their heart doctor gave them the ok to move forward with having their ins fixed. The patient was recommended to follow up with their managing physician to discuss their issues. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported their physician was aware of their issues, but nothing had been done thus far. They reported their weight to be 130 lbs. The patient described that their pain was so severe that they couldn't move. The patient reiterated they were in so much pain, and if they can't get their ins fixed they may as well have it taken out. The patient said they did not want to take pain medications, but they need help with the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had not notified their managing physician about the loose ins and pain. They stated no steps were taken to resolve the issue. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.